Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the short battery life on his insulin pump. The following actions/tests will be performed: visual inspection for cosmetic damage, power up test, required tests, upload using the thus program, confirmation of the date/time of the customer's complaint, alarms, or pump errors using the adapt program, visual inspection for moisture damage, swapping cases/boards to isolate the problem. Insulin pump was received with a missing retainer ring. Unable to perform displacement or occlusion tests due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing display window cover, cracked keypad overlay, keypad overlay scratched. Insulin pump passed rewind, prime/seating, basic occlusion, force sensor, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool in combination with the unit's pump history file reveal that several 104 = low battery alerts occurred all of which are within the expected interval of 2 weeks of each other. Finally did not note any unusual pump errors that occurred during these times. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j6. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement fell within specifications again, but after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement read high. In summary, the customer was experiencing short battery life with the unit and this is due to the moisture damage seen at the pcba1--j6 connector.